Event description:
Admitted for outpt laser cataract surgery. Had informed administration pre-admission nurse and nurse mgr of floor re: type I allergy to natural rubber latex. Taken the holding room where anesthesiologist said he had to been told to expect latex allergy pt. During approx 30 min in holding area, numerous staff wore latex gloves and used latex tourniquets to start IV's. Crna dropped latex tourniquet in rptr's lap. Had taken 60 prednisone, 50 benadryl at 2am, xopenex 63 in nebulizer at 7am. Was given solu cortef IV approx 7:30am. Beginning at 3p experienced episodes of diarrhea, rx/operamide. Voice became hoarse 1pm, still hoarse 9a two days later. No visible sign of reaction till after discharge at 11 am. Staff unaware.